Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device was broken. A greenfield¿ filter was selected for use. Upon removing the device release system to prepare it for implantation, the device was broken. The carrier containing the filter was disconnected. The device was not used, therefore no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the stainless steel filter product pouch with the carrier, guidewire, four dilators and the sheath with the hemostatic valve. The carrier, sheath, filter and the hemostatic valve were microscopically and visually examined. The hub/hemostatic valve was attached to the sheath with no issues and did not detach when tugged. The hub/hemostatic valve was able to be opened and closed with no issues. The carrier was received with the housing intact with the sticker and the filter release level in the undeployed state. The capsule was detached and not returned; however, the filter was received but was inside the retainer sleeve, not the capsule. The retainer sleeve was received pushed on the outer sheath. The outer sheath was detached and damaged. The filter was deployed into the retainer sleeve and was unable to be removed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported the device was broken. A greenfield¿ filter was selected for use. Upon removing the device release system to prepare it for implantation, the device was broken. The carrier containing the filter was disconnected. The device was not used, therefore no patient complications were reported.